Event description:
Numerous instances where the tip of the delivery fiber burned back into the flexible ureteroscope, causing expensive damage to the scopes and causing delays in the procedure while the equipment was replaced. In some cases, the laser burned through the bending rubber on the scope, possibly burning the patient. Most of the incidents involved fibers that had been previously used and reprocessed. Manufacturer states fibers may be reused up to five times. Reprocessing includes stripping the fiber jacket, cleaving the end of the fiber, repackaging and sterilizing the fiber. Staff seemed to have difficulty in properly cleaving the fiber, resulting in an imperfect tip and the above mentioned burn back problem. The site has since decided it was more cost-effective to use the fibers only once, rather than attempt to reprocess them. Fibers involved include 200 and 360 micron fibers from boston scientific.